Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Use in a moderately calcified left common femoral artery. The starclose device instructions for use state under precautions, do not deploy the clip in areas of calcified plaque and under special patient populations, the safety and effectiveness of the starclose se vascular closure system have not been established in patients with femoral artery calcium, which is fluoroscopically visible at access site. The customer reported that the delivery system was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that after an interventional procedure, arteriotomy closure of a moderately calcified left common femoral artery was achieved on (B)(6) 2013 using a starclose se device. Reportedly on (B)(6) 2013, the patient returned to the hospital for treatment of left common femoral arterial occlusion with a flap present. The occlusion was crossed with a guide wire, the site was revascularized with a dilatation balloon, and a herculink elite stent was implanted at the site. There were no reported adverse patient sequelae. The physician was reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The starclose se device was used in a moderately calcified left common femoral artery. The starclose device instructions for use state under precautions, do not deploy the clip in areas of calcified plaque and under special patient populations, the safety and effectiveness of the starclose se vascular closure system have not been established in patients with femoral artery calcium, which is fluoroscopically visible at access site.